Manufacturer narrative:
Initial.

Event description:
It was reported that the patient unintentionally navigated to the fill tubing screen while still connected to the infusion set and, by pressing and holding the button, delivered approximately 1.7 units of insulin through the tubing. No adverse clinical symptoms or injury reported during the event. Outcomes included no alarms, no hospitalization, and no medical intervention reported. Investigation included troubleshooting and education regarding correct fill procedures while disconnected from the body. Investigation of this case revealed user error related to unintended activation of the fill tubing function while connected, with the infusion set and cartridge functioning as designed and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to unintended operation during fill tubing.